Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a review of the pump¿s black box showed cs 054 alarms had occurred. During investigation, the pump powered on to the verify screen. During testing, the ez-prime steps were performed correctly with no alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked along the side. In addition, the threads on the battery cap were observed to be stripped and the cap was not able to secure properly to the pump.